Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn0184 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that catheter was implanted on (B)(6) 2019. It was noted the valve does not retain blood allowing a blood leakage when the tap is removed. This catheter was removed and replaced by another one.

Event description:
It was reported that catheter was implanted on (B)(6) 2019. It was noted the valve does not retain blood allowing a blood leakage when the tap is removed. This catheter was removed and replaced by another one.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of catheter bleed back/leak was inconclusive due to poor sample condition. One 5 fr dl powerpicc solo catheter was returned for investigation. A hand written note with product information ref: 6295335 and lot: redn0184. Evidence of use was observed. The lumens were flushed with water using a 12 ml syringe and were found to be patent to infusion and aspiration. An attempt to expose the valve to negative pressure did not result in fluid leaking through the valve. Microscopic observation of the valve did not reveal any apparent damage or residue that may affect the valves function. The product IFU cautions," caution: the powerpicc solo2¿ catheter is designed for use with needleless injection caps or ¿direct-to-hub¿ connection technique. Apply a sterile end cap on the catheter hub to prevent contamination when not in use. Use of a needle longer than 1.6 cm may cause damage to the valve. Caution: always remove needles or syringes slowly while injecting the last 0.5 ml of saline. C. Cap catheter. Warning: the fluid level in the catheter will drop if the catheter connector is held above the level of the patient¿s heart and opened to air. To help prevent a drop in the fluid level (allowing air entry) while changing injection caps, hold the connector below the level of the patient¿s heart before removing the injection cap." No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of redn0184 showed no other similar product complaint(s) from this lot number.